Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, there was no phaco power. The handpiece were exchanged and the system was rebooted, but the issue remained. Subsequently, an alternate system was used to complete the case following a 10 minute delay. There was no harm to the pt.